Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the atrial connector bore. The returned device indicated a damaged atrial grommet with foreign material on the bottom surface of the grommet. The returned device indicated foreign material on the bottom surface of the rv grommet. The returned device indicated a loose/detached atrial set screw with a rounded socket, foreign material in the socket and damage to the socket head. The returned device indicated a loose/detached right ventricular set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to a faulty setscrew. The right atrial (ra) lead was connected to the device but had to be revised and upon reconnection of the ra lead, the physician could not get the setscrew to engage. The physician tried several times then noticed that the setscrew was sideways under the grommet. The device was removed from use and a new device was implanted. No patient complications have been reported as a result of this event.